Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in 2 segments. Internal insulation abrasion breaching rv cable lumen was noted at 8.0 cm to 9.1 cm and 9.3 cm to 10.2 cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion breaching re cable lumen were noted at 11.1 cm to 12.6 cm and 36.9 cm to 37.7 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.